Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test. Insulin pump programmed with the current time/date, monitored for a week and the time/date functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were hard to press. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.